Manufacturer narrative:
A review was performed for the photo provided by the customer. The photo shows a broken balanced tip at the transition between the cone and cannula. No conclusion can be made about blockage. One balanced phaco tip was returned for evaluation for the report of no flow resulting in a broken tip. A visual inspection of the phaco tip received was performed and deemed nonconforming. The tip is broken along the cannula. The break extends from the back of the cannula up to the bend region. The wall thickness at the break area is uneven, causing a thin wall. No blockage was observed in the inside diameter of the tip. The complaint does confirm the phaco tip is broken. The reason for the breakage is due to a nonconforming thin wall present at the break area. This thin wall is a manufacturing issue created at the machining process for the phaco tip. The no flow condition the customer experienced cannot be confirmed or a cause determined from this evaluation. The phaco tip was shown to machine operators to make then aware of the broken tip issue for a thin wall and the importance of controlling the process to insure a good wall thickness is obtained. Operators control both the part concentricity and inside and outside diameter of the cannula to insure the wall thickness is manufactured to specification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. An assessment of the photo provided with the complaint was performed. The photo does show a balanced phaco tip that is broken between the transition of the cone and cannula. The photo does not provide any view to show any occlusion that would prevent flow through the tip. No phaco tip was returned for evaluation. A photo of the complaint sample was provided and the phaco tip is confirmed to be broken. This evaluation cannot confirm the phaco tip was occluded. The actual sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined from this evaluation. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A nurse reported that the handpiece stopped working and no flow available during a procedure. The surgeon removed the handpiece from the eye and found that the tip fell apart from the base into the surgical field. The product was replaced and procedure completed with no patient harm.